Event description:
The customer reported that her glucose has been between 400 to 800mg/dl. The customer stated that she has delivered the correct amount of bolus and been calculating her insulin intake daily, but the device was not giving her the correct amount of insulin. The customer requested a replacement of the insulin pump. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.